Event description:
It is reported that the surgeon had difficulty getting the insert to lock in place. Surgery was completed with another device. It was found that the ring on the cup was damaged. Surgery was delayed by approximately forty minutes.

Manufacturer narrative:
Evaluation summary: as returned, the lock ring is bent into the shell inner diameter. The ring was probably misaligned when attempting to insert the liners. The returned device meets specification where measurable in its returned condition. The manufacturing records were reviewed and found to be conforming. Evaluation codes: results/conclusion - device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.